Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was poor illumination and the bulb had to be replaced. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined but did not indicate finding any issue related to the reported event. However, the lamp was replaced. The system was tested and found to meet product specifications. The system was manufactured on october 30, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).